Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, while at school, the patient suddenly reported feeling strange and as though they might pass out. The patient¿s boyfriend performed a fingerstick test, which showed a blood glucose level of 50 mg/dl, while the patient¿s cgm was reading 150 mg/dl. The patient was given a bottle of apple juice and began to feel better within a few minutes. No additional treatment was reported, and there is no indication that emergency services were contacted. There was no documentation of further medical intervention. At the time of the report, the patient was stable and doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.